Event description:
It was reported that the patient had an xact stent implanted in the left internal artery on (B)(6) 2011. The procedure was uneventful. Follow-up the next day the patient presented a slight facial droop, which the neurologist diagnosed as a stroke; however, the patient's wife stated that his face was unchanged. There was no treatment provided. The patient was discharged on (B)(6) 2011 with no change in condition. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of neurological event is a known observed and potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.